Manufacturer narrative:
During our investigation with the site's rn, (B)(6), she advised that the port incisions reported by our isi field service engineer may have been intentionally caused during creation of the port incisions using a bovi unit. She advised that she would follow up with the surgical staff to obtain additional information. Despite following up with the site on several occasions, no additional information has been provided. A follow-up MDR will be submitted if additional information is received. As of (B)(4) 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that after a da vinci surgical procedure, the patient was found to have charring at the 8mm port incision site. The patient did not require any additional medical treatment.